Event description:
It was reported that the insertable cardiac monitor (icm) was removed due to patient discomfort. No new device was implanted. The device return information is not available. No additional adverse patient effects were reported.